Event description:
Medtronic received information that this patient's 29mm st. Jude mitral valve was explanted and replaced with a 27mm mechanical mitral valve. Prior to replacement, this valve was partially dehisced around the annulus, and endocarditis was suspected but not confirmed. No other adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).